Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6 & h10. The microsensor (ID 826653) was not returned for evaluation as the product was discarded, therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6) 2023. After the procedure, the nurse found that the microsensor had a minimal leak of cerebrospinal fluid (csf). Therefore, the physician explanted the device and replaced it with the device from other company on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.